Manufacturer narrative:
A ge rep evaluated the sys but customer declined repair. Customer will replace system with new ge oec 9900. (B) (4)

Event description:
The customer reported the system would not display an image during a fluoro shot. No pt injury was reported.